Event description:
The customer reported to their baxter sales representative (bsr) that the v-link luer activated device, product code 6n8399, lot number ur09a25048, is cracking causing leaks. The facility started a v-link trial in their ten bed intensive care unit. The bsr called 09-mar-2010 to check progress, the customer reported they stopped using the product due to cracking. This incident occurred before use. There was no patient injury reported. A sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Fifteen companion units were received for evaluation purposes related to cracked/ broken condition. Units were visually inspected and units did not present defects. Units results satisfactory to functional test 0/15; to clear passage at 8psi 0/15, and to pressure test at 8psi 0/15. The reported condition was not confirmed.